Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No low battery alerts noted during testing. Battery cycle 12.0 received the lowbatteryalert (104) on (B)(6) 2025 18:46:00 after more than 7 days at 11.29 days. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2024 10:18:00 after more than 7 days at 11.19 days. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2024 05:44:00 after more than 7 days at 11.24 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No unexpected pump error 23 noted during testing or in the pump history/trace files. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1-cap locks properly into place. The following were noted during visual inspection: scratched case. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was not confirmed. Unexpected pump error 23 alarms not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.